Event description:
The department of neurology at the integrated traditional and western medicine hospital has been using ruima (cat. No. 383264) indwelling cannulas for 5 months. Over the past two weeks, two patients have developed infections. When nurses administered IV therapy using the indwelling cannulas, they noticed redness and pain at the puncture site on the patients¿ hands and subsequently removed the cannulas.one patient experienced worsening redness and swelling with pus discharge on two consecutive occasions following removal of the cannula, while another patient developed severe redness and swelling after removal of the cannula, which was ultimately confirmed as an infection. The latter patient is the mother of the hospital director. She was treated with antibiotics, magnesium sulfate compresses, and topical applications of xiliaotu/baituobang. The director has instructed the head nurse to report this adverse event.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.